Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implant was not working for the last few months. The patient had fallen numerous times with the last fall 2 days ago. The falls started 8-9 months ago. The patient went to the hospital because they could not walk about a month ago. The consumer confirmed that they had kept it charged but that stimulation did not work. Then it was reported that the implantable neurostimulator recharger (insr) would come on but that it would not charge and would not come on. The charging boxes were reported to not be there and "nothing worked." The patient was in a lot of pain and their arms and everything else started shaking. No further complications were reported.